Manufacturer narrative:
No additional information was provided by the standford university school of medicine. Propharma did reach out to obtain with no success. Should additional information be available in the future, the complaint will be re-opened and investigated. All complaints are reviewed during monthly quality/safety meetings. In addition, complaints are trended at monthly quality data analyst meetings and quarterly plant management review meetings h3 other text : see narrative below

Event description:
It was reported that there was an infection.

Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
It was reported that there was an infection.